Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG electrodes were non-functional. The cause for the failure was contamination on the ecgs. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.